Event description:
It was reported that the pt could not adjust stimulation and received a "call your doctor" message. An oor condition occurred after synchronizing with the implantable neurostimulator. The pt had received the oor message a couple of times in the past. The message did not appear to correlate with charge level of the ins or a change in intervals between recharging. No falls or trauma were associated with the event. However, the pt had been working at a job in the heat and the job required physical movement. Impedances were checked and lead 1 had a few contacts out of range and had a different value each time the test was given. A lead fracture was suspected but would be confirmed by hcp after x-rays were taken. No plans for interventions were taken since they were able to program the second lead to obtain therapeutic coverage. The pt was receiving good coverage using the other lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).